Event description:
It was reported that the patient recently experienced a painful sensation in his lower abdomen where he believes the artificial urinary sphincter (aus) balloon has burst. A surgical procedure was performed to replace the balloon and found a leak on it. There were no patient complications.

Manufacturer narrative:
Upon receipt of this ams 800 urinary control system (aus) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the balloon identified a hole from fatigue between the balloon and adapter junction. A leakage test was performed confirmed the balloon presented fluid leak and also, the balloon fluid leak from fatigue between the balloon and adapter junction was identified during a functional test. The reported complaint was confirmed. Based on the information provided, cause traced to component failure was selected as the most probable cause for the complaint. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient recently experienced a painful sensation in his lower abdomen where he believes the artificial urinary sphincter (aus) ballon has burst. A surgical procedure was performed to replace the balloon and found a leak on it. There were no patient complications.